Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Charge and boot tests were performed and failed. Internal visual inspection was performed and failed due to assembly error. Speaker/vibrator resistance test was performed and passed. An alert/notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-230333 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 8/8/2025 and it was determined this complaint is not reportable per (B)(4).